Event description:
Koshitani et al 2018: ¿endoscopic deployment of multiple (= 3) metal stents for unresectable malignant hilar biliary strictures¿. After initial drainage with endoscopic biliary stenting and/or endoscopic nasobiliary drainage, sems were typically deployed as follows. After selective cannulation using a tapered-tip catheter (mtw endoskopie, (B)(4)) and a 0.025-inch guide wire (visiglide 2; olympus medical systems, (B)(4)), two 6-fr stent delivery systems (zilver 635 biliary self-expanding stent, 8-mm stent diameter; cook medical, (B)(4)) were simultaneously inserted through the working channel of a therapeutic duodenoscope (tjf-260v; olympus medical systems, (B)(4)). They were positioned such that one was in the right posterior sectoral duct and one in the left hepatic duct. The sems were deployed using the sbs method with the distal stent markers aligned within the duct to facilitate selective reintervention. Next, a 0.025-inch guide wire was introduced into the right anterior sectoral duct through the mesh of the sems on the right side. Then, the mesh of the stent was dilated with a 6-mm balloon (ren; kaneka medix, (B)(4)), the guide wire was exchanged for a 0.035-inch stiff guide wire (wrangler; piolax, (B)(4)), and the delivery system was introduced. Finally, another sems was deployed in the right anterior sectoral duct using the sis method (off label use). This complaint has been opened to capture the incorrect size wire guide use with zilbs-635. Stent occlusions have been captured under another file.

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation: the zilbs-635 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zilbs-635 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635 could not be performed as the lot was unknown. The instructions for use (ifu0065-3) states the following: it should be noted that the IFU and packaging label indicate that a 0.035¿ wire guide is recommended for use with this device. There is evidence to suggest the user did not follow the IFU. From the information provided it is known that a 0.025¿ wire guide was used with the device. The japanese packaging insert (B)(4) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.